Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high pacing threshold measurements. It was also noted that sensing measurements were low and pacing impedance measurements were trending low. There was a concern the lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted cuts in the insulation. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.